Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The target lesion was located in the coronary artery. A synergy¿ was deployed in the lesion. However, upon removal of the stent delivery system (sds), the stent advanced forward into the coronary "sucked in". The physician attributed that the balloon having a "sticky" tactile feel. No patient complications were reported and the patient's status was good.